Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion 9.6 cm to 10.1 cm from the distal tip due to friction to another device or feature of the heart. An lead to can external insulation abrasion breaching the rv cables lumen was noted 48.6 cm to 49.1 from the distal tip. The rv cables etfe coating was intact.

Event description:
This report is to advise of an event observed during analysis.